Manufacturer narrative:
Our conclusion is that the reported issue was caused by a too low fresh gas setting in combination with a low o2 setting. The anesthesia workstation was initially set to hlm mode while the patient was placed on a heart-lung machine. When reconnecting the patient to the anesthesia workstation, the ventilation mode prvc was used. The user had a fresh gas setting at 0.4 l/min and with a o2 concentration set to 32 %(the setting in the beginning). With these settings, the o2 will decrease over time, unless either the fresh gas flow or the o2 concentration is increased. After a few minutes, the user increased the o2 setting from 32% to 100% but based on the low fresh gas flow (0.4 l/min), the time to reach the expected fio2 level was a few minutes which is according to design. Successful sco: s were performed prior to and after the event. The technical log has no recordings related to the event which suggests that there was no technical malfunction of the anesthesia workstation during the event.

Event description:
(B)(4).

Event description:
It was reported that after reconnecting the patient to the anesthesia workstation after having been connected to a heart and lung machine, the patient's saturation level decreased for a short period of time and then returned back to normal level. There was no patient harm. (B)(4).